Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the following: circumferential delamination from the distal tip approximately 2.75¿ in length, compression of the delaminated liner and marker band attached to the liner. Functional and dimensional testing ws not performed due to the condition of the returned device (liner delaminated). During manufacturing per procedure, the sheath shaft components are 100% visually inspected.  During manufacturing per procedure, the esheath assembly is 100% final inspected by both manufacturing and quality. In addition, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling plan per procedure before final release. The samples are visually inspected for insertion force and expander testing. All sample units passed these tests. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history review revealed no similar complaints related to the event. A review of complaint history for the edwards esheath introducer set, 14f (all models and sizes) for the past 12 months ((B)(6) 2018 to (B)(6) 2019) revealed other similar complaints with returned devices. However, no manufacturing non-conformance was identified during the evaluation. Available information suggests that patient/procedural factors may have contributed to the reported events.  A review of complaint history data for (B)(6) 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. The esheath IFU, the ultra delivery system IFU, the procedural training manual and device preparation manual were reviewed. The procedural training manual provides instructions for delivery system removal: completely unflex the delivery system, retract the loader prior to moving the delivery system, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta.  Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance were identified during the investigation. Furthermore, based on a review of the DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the reported event. A review of manufacturing mitigations supports that the sheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per description, the balloon was caught at the sheath distal tip. It is most likely that the excessive force and/or device manipulation was applied to pull the delivery system while the balloon was already caught at the sheath tip resulting in the observed sheath liner bunching and delamination from the hdpe. In this case, available information supports that procedural factors (device manipulation as a result of delivery system withdrawal difficulty) may have contributed to the reported event. No IFU/ training inadequacies were identified. The complaint occurrence rate did not exceed in (B)(6) 2019 control limit for the applicable trend category, therefore, no corrective action or product risk assessment is required.

Manufacturer narrative:
UDI # (B)(4). Investigation is ongoing.

Event description:
After a successful deployment of a 23mm sapien 3 ultra valve and upon removal of a 14fr esheath, the balloon of the ultra delivery system became caught on the tip of the sheath. Troubleshooting was performed by advancing and rotating the delivery system and the system was able to be removed. There was no vascular injury to the patient. Upon visual examination of the sheath the seam was torn. The sheath will be returned for evaluation and the delivery system was discarded. The patient was stable. As per engineering pre-decontamination observation, the liner was delaminated.